Manufacturer narrative:
This report is filed november 4, 2013.

Event description:
Per the clinic, the patient experienced a skin overgrowrth over the abutment. The patient underwent revision surgery in (B)(6) 2013 (specific date not reported) and was equipped with a longer abutment.